Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic for follow up, an episode of vf with intermittent undersensing was observed via egm. The patient received appropriate hv therapy which converted the vf. Programming changes were made; device remains implanted.